Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5 typo, d8, e3, e4. Additional information added to field: h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be by physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenvideoscope adhesive between distal end and server plug-in (z-block) had a gap. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.